Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a resolution ultra clip device was used in a (egd) esophagogastroduodenoscopy on (B)(6) 2022. During the procedure, the clip would not disengage from the catheter. It was noted that the procedure was completed with another resolution ultra clip device. There were no patient complications reported as a result to this event.